Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient, who replaced the cassette but reused the supply bags when troubleshooting a check lines and bags alarm. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during prime. Per the initial report, the home patient (hp) had a check lines and bags alarm and only changed out the cassette and not the supply bags. The hp stated she already changed the cassette and now she wanted to start over with all new supplies and did not know how to get back to the beginning. The tsr had the hp cycle the power to get back to the beginning of the setup. The hp would setup with new supplies. There was patient involvement but no injury or medical intervention was reported. Global product surveillance (ps) contacted home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp stated that she was able to complete therapy with new supplies. The hp stated that she did not notice any defects with the original supplies. The hp had discarded the original cassette and did not have a companion or know the lot number. The hp was continuing with therapy without complications. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.